Manufacturer narrative:
Additional information received on may 2, 2022 indicated that patients nipple way down, not moved causing blood clots, breast biopsy was done. MRI examination confirmed capsular contracture. Patient had two other events which will be reported accordingly. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on may 16, 2022 indicated that both sides were encapsulated with blood clot, and patient underwent biopsy. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade IV. Concomitant medical products: mentor memorygel, 475cc silicone breast implants,cat#:3504751bc , sn#:(B)(4). Manufacturer¿s reference number: pc-000536891

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with mentor memorygel, 475cc silicone breast implants which the left side has issue with capsular contracture baker grade IV after implantation. The issue was confirmed by the physician. Even though we have not received information regarding explantation or an expected explantation date, bilateral removal and replacement with mentor gel indicated.